Event description:
The customer stated that she was hospitalized for blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the insulin pump passed the high pressure test. The customer was unable to verify the programming or troubleshoot further. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.